Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicates that the allegation was not confirmed. The baseline testing completed on the device found no anomalous conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due infection. There were no additional adverse patient effects reported. The pacemaker was explanted.